Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event: estimated.

Event description:
It was reported that during the procedure the indeflator was noted to be pulling air into the chamber. A leak seems to be coming from the tubing that connects to the chamber. The indeflator was changed to a new indeflator to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities; however, there was a nonconforming material record/exception generated for the finished good lot to investigate the reported issue. The investigation determined the reported difficulties are due to a product quality issue; therefore, on (B)(6) 2022, abbott vascular determined that a field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copliot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. This action is being taken due to an increase in the complaint trend for leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks [included in priority packs] are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly.